Manufacturer narrative:
The lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered the lead safety switch, indicating an impedance value of less than 200 ohms or greater than 2,000 ohms was recorded. The pacemaker had reached elective replacement time (ert); therefore, it was suggested to revise the rv lead during the device replacement procedure. A boston scientific field representative later reported that the device and rv lead were replaced with competitor's products; the representative was not present for the procedure so it was unknown if the rv lead was abandoned or explanted. However, the device was received at boston scientific for laboratory analysis without the associated lead. No additional adverse patient effects were reported outside of the procedure required to replace the system.